Event description:
The customer reported that they replaced a display over the weekend in the hcc ((B)(4)) and needed a display to replenish their spare pool. (B)(4) 770 display - sn not legible. This resulted in a temporary loss of centralized monitoring. There was no report of any pt harm as a result of the reported events. (B)(4): the customer did not provide any pt info.

Manufacturer narrative:
The biomed confirmed via phone that the display failed. The samsung display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method - (bmet confirmed display failure).